Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys probnp ii immunoassay results for two patient samples. Of the data provided, only the erroneous result for one patient sample was reported outside the laboratory. The initial result was 7.58 pg/ml and was released to the patient. This result did not match with the clinical history for the patient. The laboratory repeated the same sample on (B)(6) 2017 and the result was 360.4 pg/ml. There was no allegation of an adverse event. The reagent lot number was 209223. The expiration date was requested but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The provided qc and analyzer performance data did not indicate any issues.